Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this left ventricular (lv) lead was found to have dislodged. It was noted that the patient with this lead has chronic twiddler syndrome which may have caused the lv lead dislodgment. In addition, the right ventricular (rv) lead was found to have fluctuating shock impedances between 20-125 ohms. The impedance was never above 125 or bellow 125 ohms. The rv lead was electively replaced and discarded while the lv lead remains in service. No adverse patient effects were reported.